Manufacturer narrative:
The meter was returned for investigation. When examining the display, many segments are shown with a weak contrast. The circuit board of the meter was found to be contaminated by penetrating liquid. This affected the conductive rubber contacts. The issue is related to user handling. Medwatch fields d9. And h3. Updated.

Manufacturer narrative:
The customer's meter was requested for investigation and replacement product was sent to the customer. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4). When the meter was turned on an slightly tilting downward, two vertical bars, with a right facing arrow are seen on the display. A display check of the meter was performed and the reporter could see "88.8" in the results field of the display. There were no missing segments. The meter's patient result memory was accessed and the reporter could still see the two vertical bars, with a 9.0 inr displayed on the screen. When the meter was then placed flat on the table, the patient result from the meter memory was 3.0 inr. The patient reported the 3.0 inr value and it was not questioned.